Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was unable to be duplicated. Cables were checked and the system operated as intended. No failure found. The imaging system then passed the system checkout and was found to be fully functional. No parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the monitor on the mobile viewing station (mvs) was intermittently flashing multiple times throughout the procedure. There was no impact to patient. There was no delay to the procedure as a result of the reported issue.